Event description:
It was reported to boston scientific corporation that during a biopsy procedure while using trupath biopsy device, the needle did not come out correctly. The cannula fired but the stylet stayed armed. It succeeded first few time but than suddenly it got stuck.there were no patient complications reported as a result of this event.

Manufacturer narrative:
The returned device is functional, verified by arming and firing device 10 times with no issues. The height of the two deformed posts from the handle upper shell were measured with calipers and found to be out of specification. The returned device was disassembled. The cannula latch was found to have become ultrasonically welded to the two posts from the upper shell designed to hold the cannula latch down. The inadvertent welding of the two components has deformed the tips of the posts. No other visual abnormalities observed on the returned device. It was found that the cannula latch and the mating posts from the handle upper shell were ultrasonically welded and deformed during manufacture. This can cause the device to intermittently not arm correctly. The root cause of the complaint is a design error that allows the internal components of the device to become deformed during manufacture. A review of the device history record revealed no anomalies that could be associated with this incident.